Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment and battery compartment was damage. Customer's blood glucose level was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the threads were stripped out and did not want to hold the battery cap and the o ring on the reservoir was damaged. Customer stated that the reservoir was able to lock in place with tape, but without tape reservoir did not lock in when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with partially broken off reservoir tube lip. However, device passed displacement test and test p-cap or reservoir locked in place properly. Device received with cracked and stripped battery tube threads and battery cap threads. Device received with cracked case at the display window corners and display window.